Manufacturer narrative:
Device evaluated by MFR: a visual examination of the stent found that the crimped stent on the device was damaged. It was noted that stent struts at the mid-section and the proximal end were lifted, stretched and deformed. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the length of the hypotube and that the inner lumen within the balloon section of the extrusion was kinked. The kink corresponds in location to that of the damage evident on the crimped stent; the stent mid-section. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery. The vessel was predilated with a 2.5 x 30 emerge balloon. An attempt to place the promus premier 2.75mm x 16mm stent was made but was unable to cross the lesion. It was noted upon removal of the device, the stent was still intact however the struts were deformed and the hypotube was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery. The vessel was predilated with a 2.5 x 30 emerge balloon. An attempt to place the promus premier 2.75mm x 16mm stent was made but was unable to cross the lesion. It was noted upon removal of the device, the stent was still intact however the struts were deformed and the hypotube was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).